Event description:
The loaner cast cutter was sent for eval because the blade of the device overheated during a cast removal. The case was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the shaft assembly pins are worn and will not hold the blade correctly or tight, which caused the overheating.